Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation found the reported issue was not able to be duplicated however, corrosion inside tubing was noted. Lamp life meter was observed to be over 500 plus hours. Based on the results of the investigation, it was presumed that the cause of the phenomenon was dust or dirt adhered to the pins of the output connector. If a foreign object is adhered to the electrical contacts of the connector, the communication between the scope and the video processor via the light source device may fail. It is therefore, presumed that b30 error (scope communication error) had occurred. Additionally, it is concluded that the cause might be the digital light source cable that was not connected properly. The digital light source cable transmits images and information of scope communication between the light source device and the video processor, therefore, it was presumed that communication error had occurred due to the cable was not properly connected and therefore the b30 error (scope communication error) was alerted. As stated on the IFU (instruction for use) the user manual states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time.this report will be supplemented accordingly following investigations.

Event description:
A report of error b30 (scope communication error) during an unknown event was reported. There was no patient involvement, no user injury reported due to the event.